Event description:
It was reported the programmer will not successfully start up. Only seems error codes appear on top left of programmer screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis not able to confirm the reported event. Programmer booted correctly with no post error. Analysis found keyboard connector on the mpu (main processor unit) printed circuit board assembly is loose. The keyboard is working correctly and no error when the cable is moved.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.